Event description:
It was reported that during a procedure at the user facility there was an inaccuracy when navigating a needle using the device's software and a spine mask as the patient tracker. K-wires were misplaced through the pedicles during the procedure and needed repositioning prior to screw implantation. Use of navigation was aborted and the procedure was completed using fluoroscopy equipment for image guidance. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility there was an inaccuracy when navigating a needle using the device's software and a spine mask as the patient tracker. K-wires were misplaced through the pedicles during the procedure and needed repositioning prior to screw implantation. Use of navigation was aborted and the procedure was completed using fluoroscopy equipment for image guidance. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.